Event description:
According to the reporter, there was no green visible dot to indicate that he was in the firing zone. He opened the stapler up, repositioned the proximal anvil, he then closed the stapler again, again there was no visual dot, but looked at the alignment of the stapler and went ahead and fired it. Donuts were checked, appeared to be ok. Pt went to the floor. Pt had a leak post-op (number of days unk). Was returned to surgery and the leak was repaired. Pt status recovered at this time. No device no lot. Sex: male. Procedure: lar.